Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing was normal. The lead impedance test could not be performed due to the condition of the lead, as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right-ventricular (rv) lead exhibited high pacing impedance. As a resolution the rv lead was explanted and replaced. The patient condition was stable.